Event description:
It was reported, that the subject device had noise present and malfunction of anti-fog. The issue was found, during set up before patient in room. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "noise image" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image turned pink, light guide bundle is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of universal cable, leading to a pink image. The event "noisy image" can be detected and prevented by following the instructions for use which state: the reported risk/harm are listed in following section of instruction manual_wa50040a. Chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 8.2 procedure warning risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: - the video image disappears during the procedure. - poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. The event "light guide bundle is broken" can be detected and prevented by following the instructions for use which state: the reported risk/harm are listed in following section of instruction manual_wa50040a. Chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 7.1 inspection warning risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: ¿ make sure that the product has: - no dents, cracks, bending, or deformations - no cuts and other defects on the outer sleeve of the cable - no scratches - no corrosion, dirt or debris - no lens damages or cover glass damages - no missing or loose parts ¿ check all markings on the product for clear visibility. Chapter 9.1 safety information for reprocessing notice risk of damage to the product if endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope can occur. ¿ avoid that the endoscopes touch each other during reprocessing, transport or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.